Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that it takes a long time to charge. The rep was charging the ins at the time of the call. During the call the patient also noted that in one instance it took four attempts to connect to the ins with the patient therapy app and sometimes it takes multiple attempts to connect the recharger to the recharger application. The caller connected the recharger to the recharger app during the call and confirmed that the recharging speed was set to level 4. The caller provided the following recharge data from the clinician application: 3/5 charged from 40-70% charging session duration 33min 3/5 charged from 60-90% charging session duration 35min 3/5 charged from 90-100% charging session duration 22 min 3/11 charged from 50-100% charging session duration 44min 3/18 charged from 40-100% charging session duration 58 min 3/25 charged from 40-100% charging session duration 48min 4/1 charged from 40-100% charging session dura tion 1hour 4/8 charged from 40-100% charging session duration 1 hour 4/14 charged from 50-60% charging session duration 5min the issue was not resolved through troubleshooting. Technical services (tss) reviewed information about charging expectations. The caller will review information with the patient about charging. Additional information was received from a manufacturer representative (rep). It was reported that there were no external or environmental factors that may have caused or contributed to the long recharge times and issues connecting. The cause was unknown. It was communicated to themthat the charge time is normal. No actions are being taken as a result of this. The issue has not been resolved.